Event description:
A customer reported to baxter (B)(4) that a patient line cap on the yume set was loose. The customer stated the patient reported that the loose cap was observed after the patient line port was changed. There was no patient injury or medical intervention. No further information is available.

Event description:
It was reported to boston scientific corporation that on (B)(6), 2010 an rx pre-curved ercp cannula was being unpacked and a human hair was seen inside the sterile packaging. No procedure was involved.

Manufacturer narrative:
(B)(4). A batche review was completed; no exception was observed during manufacturing. The sample was discarded. Should additional information become available, a follow up MDR will be sent. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a loose patient line cap. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.